Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: pump error 53 and pump error 23 and several battery failed alarms. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test and self test. No pump error 53 or 23 alarm or unexpected restart noted during rewind or during testing. Battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error 23 or 53 alarms were noted. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarm was recorded on 08/04/2021 at 02:20:24 hour line number=24588 file number=36032 esf#esf1925624 and pump error 23 on 08/04/2021 at 02:24:08 hour. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No relevant alarms noted in download history file to confirm battery anomalies. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. Force sensor zero off set within spec (23.2mv). No moisture damage noted on electronic assemblies noted during visual inspection. No physical damage noted during visual inspection. Per r&d investigation pump error 53 was trigger due to a abort exception. Problem isolated to electronic assembly. In conclusion pump error alarm 53 was trigger due to a abort exception and pump error 23 was due to reset ram. Problem isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they was able to cleared alarm and able to complete rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-1771-2021. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.